Event description:
According to the reporter, during dialysis treatment on the second day of catheter placement, it was found that there was leakage and a small hole that could almost be ignored in the silicone extension tube of the venous segment near the bifurcate. There was no luer adapter issue. There was nothing unusual observed on the device prior to use, flushing was done prior to use and there was also nothing unusual found, no other products was utilized with the device, and no excessive force was used on the device. The insertion site was treated/disinfected with iodophor prior to product placement. Iodophor was the cleaning agent used on the device and also the typical cleaning agent utilized to clean the adapters. Tego was utilized. The clamps were moved to a new location after each treatment. The catheter was not repaired, and intervention/treatment was not required as a result of the event. A surgery was re-performed for tube replacement and the surgery was competed. There were no patient symptoms or complications associated with the event. There was no blood loss and blood transfusion was not required. The patient was in stable state. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. However, when the catheter was flushed with water, a small leak could be seen in the venous extension tube. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.